Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead were explanted following the patient's death. The physician instructed the guidant representative to retreive the device from the funeral home and return it to guidant for analysis. Upon receipt, the device was at end of life (eol) and a shorted lead condition was observed.